Manufacturer narrative:
Additional information was received, confirming the device was in use on patient at time of event, there was no adverse event reported. This report is being submitted with updated information with reference to MFR report number 9610816-2024-00724.

Event description:
Philips received a complaint on the intellivue x3 indicating that there were no alarms sounded when parameters were above or below the limit. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The remote service engineer asked for details regarding which parameters did not alarm and if there were leds blinking during an alarm; however, the customer was unable to confirm. A field service engineer (fse) went onsite and performed functional testing by triggering both high and low alarms. The alarm sounds were activated as normal. The device was determined to be in working condition. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.